Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wondered if they should be feeling stimulation all the time. The patient stated it felt like someone was jabbing them with pins. The patient was advised to lower the sensation as it should be comfortable. Additional information was received. The physician's assistant reported that the patient was reporting vaginal pain. The vaginal pain was stabbing and cycled on and off. Contributing factors were unknown. The physician's assistant treated the patient with antibiotics, which helped at first, but then the pain returned. They also tried a different program and turning the device off. The device was off at the time of the report, the pain was not as strong, but still noticeable. It was noted the issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1u4yz, implanted: (B)(6) 2019, explanted: (B)(6) 2019-09-18, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had leg and pelvic pain. It was unknown if there were any environmental/external/patient factors that may have led to the issue. For troubleshooting, the device had been turned off and reprogrammed. As an action taken to resolve the issue, the device system was explanted on (B)(6) 2019. It was unknown if the issue was resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.